Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed that the stent was not returned, which is consistent with the reported information. The shaft and mid-shaft were stretched, twisted and necked-down on either side of the guidewire exit notch. The proximal end of the mid-shaft was also stretched on the hypotube and corewire. There was no damage noted to the tip. Functional testing was attempted; however, due to the stretched shaft and mid-shaft the balloon was not able to inflate. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported deflation difficulty and stent placement difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause has been determined to be use/user error as the dfu states: "balloon pressures should be monitored during inflation. Do not exceed rated burst pressure as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon and potential intimal damage and dissection." (B)(4).

Event description:
It was reported that slow balloon deflation and incorrect stent placement occurred. Vascular access was obtained via the radial. The concentric, 20mm in length target lesion was located in the mildly tortuous, 4.5mm in diameter right coronary. A 4.5x20mm liberte stent was introduced to treat the lesion. The stent balloon was inflated to 18 atm for the correct timing for stent expansion. Following stent deployment, the balloon deflated slowly and totally blocked the vessel for about 20 seconds. During the manipulation of the balloon, the deployed stent moved from its original position. The stent was considered to be well apposed following implantation and no further intervention was required. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that slow balloon deflation and incorrect stent placement occurred. Vascular access was obtained via the radial. The concentric, 20mm in length target lesion was located in the mildly tortuous, 4.5mm in diameter right coronary. A 4.5x20mm liberté¿ stent was introduced to treat the lesion. The stent balloon was inflated to 18 atm for the correct timing for stent expansion. Following stent deployment, the balloon deflated slowly and totally blocked the vessel for about 20 seconds. During the manipulation of the balloon, the deployed stent moved from its original position. The stent was considered to be well apposed following implantation and no further intervention was required. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).